Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening on the posterior, a crease fold, a wear abrasion and some brown particles on inner the shell. A leak test and microscopic analysis was performed which identified a sharp crease opening on the posterior. The fill test inspection was performed, the result found was that no blockage. Based on the device analysis the final assessment is: an opening crease sharp on posterior assessed as fold flaw opening

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side "deflation." Device remains implanted.